Manufacturer narrative:
Patient reported onset of pain in the lower back and down the left leg into the left foot after noticing the pop sensation. During the replacement procedure there were no indications of what may have caused the sensation or the pain symptoms. The nalu representative present at the revision noted that no components appeared visually to be fractured or damaged. All components were discarded by the medical facility, however there are no indications that the system fractured or failed in any way. Cause of the patient's symptoms are unknown based on the information available to the firm.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6)2024 to treat lower back pain. The implantable pulse generator (ipg) was placed in the lower back area with the implanted leads targeting the cluneal nerve. Shortly after activating the system the patient reported feeling a pop sensation near the implant site and subsequently had pain at the site regardless if the system was activated or not. A full system replacement was performed on (B)(6)2024. The new ipg was placed back in the same pocket and the leads are targeting the same nerve location.